Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and insulin pump's screen did not look like normal. The customer blood glucose level was 48 mg/dl at the time of incident and the other blood glucose of the customer were 275 mg/dl, 169 mg/dl and 145 mg/dl. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.